Manufacturer narrative:
E1 - initial reporter email updated

Event description:
It was reported that balloon rupture occurred. The patient presented for angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified ostium of the left main. A 12mm x 4.50mm nc quantum apex balloon catheter was advanced for post-dilatation of a previously placed stent. However, during the second inflation at 11 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated to rated burst pressure and deflated with no issue. There was no damage or irregularities found to the device.

Event description:
It was reported that balloon rupture occurred. The patient presented for angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified ostium of the left main. A 12mm x 4.50mm nc quantum apex balloon catheter was advanced for post-dilatation of a previously placed stent. However, during the second inflation at 11 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another balloon. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The patient presented for angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified ostium of the left main. A 12mm x 4.50mm nc quantum apex balloon catheter was advanced for post-dilatation of a previously placed stent. However, during the second inflation at 11 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another balloon. There were no patient complications reported.